Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred while entering in a bolus. Customer's blood glucose level was 123 to 129 (mg/dl). Reportedly, the customer continued using the pump for insulin therapy.